Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic. Examination of the pocket found erosion on the patient's pacemaker. The device was explanted on (B)(6) 2021. The patient was in stable condition before, during, and after the event.